Event description:
It was reported that when the scout nurse opened the sterile packaging the proximal shaft was at a 90 degree angle. The scrub nurse straightened it out and during prep of the catheter, saline bubbles appeared in the syringe. It was then decided not to use this device as it was damaged. It was not noticed that the package was opened any differently or with excessive force. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported kink was able to be confirmed. The reported shaft leak was unable to be replicated in a testing environment due to the condition of the device. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported for kinked or leak from this lot. Based on the reviewed information, no product deficiency was identified. It should be noted that the instructions for use states: prior to using the xience xpedition everolimus eluting coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Do not use if any defects are noted.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.